Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The reported continuous upstream occlusion alarms were unable to be reproduced, but confirmed through review of the event history log. Physical inspection attributed this symptom to a wide inscribed pin dimension (the distance from the ultrasonic sensors to the upstream pusher). This condition is known to cause false upstream occlusion alarms. The upstream sensor was replaced to correct this condition.

Event description:
It was reported a spectrum pump had continuous upstream occlusion alarms. It was also reported there was no pt injury.